Event description:
The customer reported that while the unit was in use on a patient, the blood pressure cuff attached to the unit left a bruise on the patient's arm. Monitoring was discontinued. Several other patients complained of tightness during blood pressure readings.